Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead triggered a safety switch from bipolar to unipolar configuration due to spike in high out of range pacing impedances greater than 3000 ohms. It was noted that there were a few other recent spikes in impedance up to 1500 ohms. There were also observations of the minute ventilation feature being disabled due to the patient condition of atrial fibrillation matching the algorithm. Technical services discussed possible causes and recommended fixed sensing. The system remains in-service. No additional adverse patient effects were reported.